Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that on (B)(6) 2018 patient presented to the emergency room with syncope, dizziness and hr in the 30s. The EKG on arrival showed failure to capture. Patient was given multiple doses of atrophine with no success and externally paced. The cath lab was being prepared with a temporary pacer however patient arrested and coded for an hour. Patient was given epinephrine as well as being intubated. Lab results found patient to be in renal failure with a creatinine of 7.3 and a potassium of 7.0 noted as likely the cause of the patients arrhythmia. Patient received gluconate however was still unresponsive. Patients blood pressure kept decreasing and when they could not feel a pulse, CPR was started and unsuccessful. Patient expired. Physicians final report stated acidosis/hyperkalemia and renal failure as cause of death. The death certificate shows complications of existing medical conditions as cause of death.